Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, the ring cover was broken, the battery drawer and one battery latch was broken. It was also noted that the high rate cover, main cover, one side bail cover, caution label and one side bail were missing, the heart wire block and one side bail cover were contaminated, the battery contacts and heart wire contacts were discolored, the ring bail was missing, the device failed low battery testing due to the main printed circuit board (pcb) and the serial number label was torn. Further analysis was performed on the main pcb. A functional test was performed on the main pcb, all tests passed. Conclusion: no defect found. (B)(4).

Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.